Manufacturer narrative:
(B)(4).

Event description:
The pt stood too closely to a burn pile. She believed her implantable neurostimulator got too hot and afterward didn't hold a battery charge as long. The pt had no discomfort at the site. The pt used therapy nearly 24 hours a day. The pt was seen by a field rep. The neurostimulator charging logs were reviewed. It needed to be recharged every 2 weeks which seemed consistent with the prior interval. Interrogation revealed high out-of-range bipolar impedances involving electrodes 3, 14, and 15. The field representative reprogrammed the device to exclude the affected electrodes from programs 1 and 2. She was getting good stimulation. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.